Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure to treat a hypertrophic aneurysm at the anterior communicating artery (acom) that measured 4.9mm x 3.2mm with a 2.6mm neck. At the left internal carotid, a stryker super compliant transform balloon was inserted but it could not go through the 4.2f guiding catheter. The balloon catheter was replaced with the covidien 4 x 7 hyperforme and an asahi intecc chikai 14 guidewire. The balloon catheter was delivered to the target lesion at the right a2 to the acom; the balloon catheter was not inflated. At the right internal carotid artery, the terumo, headway 17 microcatheter that had been shaped by being heated at 120° celsius for 30 minutes to shape it, was set at the origin of the a1 and turned toward the 9 o¿clock direction. The galaxy g3 4mm x 12cm (gly120412 / l11346) was the first coil chosen to be inserted. The coil could not be advanced when the fluoro marker became stuck in the y-connector. The coil was removed and replaced with another galaxy g 3 coil of the same size (4mm x 12cm) was inserted and successfully implanted. Additional competitor coils were implanted, and the balloon catheter was removed before the coil detachment. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 coil was returned for evaluation. The investigation finding is documented below. Investigation summary: the device was returned without any packaging or labeling. As returned, the embolic coil is fully advanced out of the introducer and tangled around the device positioning unit (dpu). The embolic coil was gently untangled. The device has been completely unsheathed, and the resheathing tool has been advanced to green introducer. There is a kink in the dpu core wire approximately 61 cm from the proximal end. The ball tip is intact. The embolic coil is kinked. The articulating joint is intact. The resistance heating (rh) coil has not heated. The v-notch of the resheathing tool is undamaged. An attempt was made to resheath the device in order to test advancement. However, since the resheathing tool had been advanced all the way to the green introducer, the dpu core wire protruded from the skive of the translucent introducer sheath in the attempt. Since the device cannot be resheathed, advancement cannot be tested. A review of manufacturing documentation associated with this lot (l11346) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint that the device is impeded in the microcatheter cannot be confirmed. Because of damage to the introducer, the embolic coil cannot be resheathed. Since the embolic coil cannot be resheathed, advancement cannot be tested. The IFU (lcn 208534-001 rev. A) instructs the user to leave approximately 1 inch of translucent introducer sheath visible between the green introducer and the resheathing tool when unsheathing the device. Advancing the resheathing tool all the way to the green introducer puts additional strain on the distal end of the skive of the translucent introducer sheath, which can damage it. If the skive is damaged, then the translucent introducer sheath cannot re-form around the dpu core wire, and the device cannot be successfully resheathed. In order to test advancement, the embolic coil and soft distal end of the dpu must be sheathed. Since the device could not be resheathed, advancement could not be tested. Two small kinks were observed in the embolic coil. The kinks could have been present before or during the reported incident, or they could have been created after the reported incident, as the device was prepared for storage or return. Since the embolic coil could not be resheathed, it cannot be determined whether the observed kinks were sufficient to prevent the embolic coil from advancing through a microcatheter. 100% of devices are inspected for damage to the embolic coil at final assembly per 103002467 rev. 13. Thus, it is unlikely that the observed damage to the embolic coil was present when the device left the manufacturing facility. In addition, the microcatheter in use during the reported event was not returned. Without the return of this concomitant device, the cause of the reported event cannot be determined. Device history lot - a review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue in the complaint that the galaxy g3 coil was impeded in the microcatheter when the fluoro marker became stuck in the y-connector could not be confirmed with the returned device due to the damage on the coil introducer, the embolic coil could not be resheathed. Coil advancement testing could not be performed because the embolic coil could not be resheathed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue could not be conclusively determined as functional testing was not performed. There were two small kinks observed on the embolic coil. These kinks could have present before or during the reported incident, or they could have occurred after as the device was being prepared for storage or return. Due to the fact that the embolic coil could not be resheathed due to the damage coil introducer, it cannot be determined if the two small kinks observed were sufficient to prevent the coil from advancing through the microcatheter or if it contributed to the reported issue of the fluoro marker being stuck at the y-connector. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the galaxy g3 4mm x 12cm coil left manufacturing facility with the two small kinks on it. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure to treat a hypertrophic aneurysm at the anterior communicating artery (acom) that measured 4.9mm x 3.2mm with a 2.6mm neck. At the left internal carotid, a stryker super compliant transform balloon was inserted but it could not go through the 4.2f guiding catheter. The balloon catheter was replaced with the covidien 4 x 7 hyperforme and an asahi intecc chikai 14 guidewire. The balloon catheter was delivered to the target lesion at the right a2 to the acom; the balloon catheter was not inflated. At the right internal carotid artery, the terumo, headway 17 microcatheter that had been shaped by being heated at 120° celsius for 30 minutes to shape it, was set at the origin of the a1 and turned toward the 9 o¿clock direction. The galaxy g3 4mm x 12cm (gly120412 / l11346) was the first coil chosen to be inserted. The coil could not be advanced when the fluouro marker became stuck in the y-connector. The coil was removed and replaced with another galaxy g 3 coil of the same size (4mm x 12cm) was inserted and successfully implanted. Additional competitor coils were implanted, and the balloon catheter was removed before the coil detachment. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 coil was reported as available to be returned for evaluation.